Event description:
The caregiver (daughter of the patient) reported that as she prepared to lift the patient, she brought the sling over the patient's head and attached the velcro strap of the sling. The caregiver stated that it was only possible to attach the velcro strap for a few centimeters, as she should have attached the sling first before attaching the velcro straps. This resulted in the sling being too narrow and the adjustment to be too high. At that point, the velcro became undone and the patient started to slide out of the sling. The caregiver was able to slowly lower the patient to the floor with the ropes of the sling. The patient was then lifted from the floor with the assistance of another caregiver. No injuries were reported. (B) (4).

Manufacturer narrative:
Additional information will be provided when the manufacturer has completed its investigation of the event.